Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to e.r. With hip pain. X-rays taken identified a material fracture at the neck of the stem. No patient trauma preceding the failure was reported. Ppf alleges dislocation with closed reduction and elevated metal ions. Added lawyer, law firm, ticked litigation box and an impacted product record for the head and liner was added due to alleged elevated metal ions and dislocation. Doi: (B)(6) 2013. Dor: (B)(6) 2015, (left hip) second revision. Please see (B)(4) for the first revision.